Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that error 25020 occurred during draping process, and universal surgical manipulator (usm) 3 was disabled. The customer elected to use the other da vinci system to complete the procedure. There was no report of patient injury.